Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, daily life impacted by daily chronic pain") in a 48 year-old female patient who had essure inserted (lot no. A50506). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("constant fatigue"), migraine ("daily life impacted by almost daily migraines"), myalgia ("muscle pain"), ear pruritus ("ear canal itching"), eczema ("ear canal eczema"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling, bloating"), constipation ("constipation"), flatulence ("severe and excessive flatulence"), paraesthesia ("tingling of extremities"), dry eye ("dry eyes"), eye pruritus ("itchy eyes"), visual impairment ("vision problems,") and arthralgia ("joint pain (shoulders, ribs, hips, knees, ankles, feet, hands, wrist)") and was found to have weight increased ("weight gain"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, migraine, myalgia and arthralgia had not resolved. No causality assessment was received for essure with regard to pelvic pain, fatigue, migraine, weight increased, myalgia, ear pruritus, eczema, abdominal pain upper, abdominal distension, constipation, flatulence, paraesthesia, dry eye, eye pruritus, visual impairment or arthralgia. The reporter commented: current condition of the patient: state of constant fatigue, with daily life impacted by daily chronic pain and almost daily migraines. Analgesics do not work and leisure and sporting activities have become impossible. Lot number: a50506. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, daily life impacted by daily chronic pain") in a 48 year-old female patient who had essure inserted (lot no. A50506). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("constant fatigue"), migraine ("daily life impacted by almost daily migraines"), myalgia ("muscle pain"), ear pruritus ("ear canal itching"), eczema ("ear canal eczema"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling, bloating"), constipation ("constipation"), flatulence ("severe and excessive flatulence"), paraesthesia ("tingling of extremities"), dry eye ("dry eyes"), eye pruritus ("itchy eyes"), visual impairment ("vision problems,") and arthralgia ("joint pain (shoulders, ribs, hips, knees, ankles, feet, hands, wrist)") and was found to have weight increased ("weight gain"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, migraine, myalgia and arthralgia had not resolved. No causality assessment was received for essure with regard to pelvic pain, fatigue, migraine, weight increased, myalgia, ear pruritus, eczema, abdominal pain upper, abdominal distension, constipation, flatulence, paraesthesia, dry eye, eye pruritus, visual impairment or arthralgia. The reporter commented: current condition of the patient: state of constant fatigue, with daily life impacted by daily chronic pain and almost daily migraines. Analgesics do not work and leisure and sporting activities have become impossible. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.